Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4fr powerpicc solo catheter was returned for evaluation. An initial visual observation revealed use residue on the catheter. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was found near the 8cm depth mark, and it aligned with the observed kink. A microscopic observation revealed a longitudinally aligned split. The fracture surface was observed to be finely granular. The split was observed to align with a linear impression in the surface of the catheter tubing. The features of the damage suggest repetitive mechanical stresses or compression of the catheter may have contributed to the split. However, other unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient comes to facility, discovers leak. Comes to ward to dismantle PICC-line, discovers hole just below securacath, cath at the site is also bent. Apart from the inconvenience of removing the PICC line, to my knowledge the patient has not been harmed. It could be that she needed to insert a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.